Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents. All available information was investigated and a conclusive cause for the unintended movement associated with the clip opening while locked could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened while locked requiring medical intervention. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 4+. When advancing the mitraclip delivery catheter (cds), the clip opened approximately 40 degrees. The clip was closed and confirmed to be locked and was continued to be used. Leaflet grasping was performed and final arm angle was successful. During clip detachment from the cds, the clip opened to approximately 35 degrees. An additional clip was implanted lateral of the first clip, reducing mr to 2-3. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.